Event description:
Device malfunction: failure to deploy - clip delivery tube. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, during clip delivery tube advancement, the exchange sheath did not split and the clip delivery tube was noted to be exiting the exchange sheath. Clip delivery tube advancement could not be completed. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.